Event description:
Pt underwent deployment of 3.0 x 9mm scimed coronary stent to the distal left inferior mammary artery graft. Following stent deployment, a scimed 3.0 x 9mm balloon was inflated in the lima distal graft four times. This was withdrawn and a second scimed 3.09 mm balloon was inserted into the left inferior mammary artery distal graft. The balloon was inflated at 3 atm for 5 seconds, at 15 atm for 42 seconds, at 16 atm for 60 seconds, at 18 atm for 38 seconds, at 18 atm for 27 seconds, at 20 atm for 49 seconds, and at 20 atm for 27 seconds. The balloon burst during the last inflation. When the balloon was removed from the pt, it was noted to be missing part of the balloon. Cines taken post incident show no new occlusions, no foreign bodies. Pt did not experience chest pain.